Event description:
A pt was undergoing an operation for a left biopsy and resection of chest wall mass. The pt was intubated flat on pt's back. The dispersive electrode was placed without prep to pt's upper medial anterior aspect of pt's right thigh. The pt was rotated onto the right-hand side. On removal of the electrode at the termination of the operation, the staff noticed a burn. The cardiothoracic surgeon described it as 3rd degree. Three burns were noted and the size of them ranged from 2cm x 2cm in circumference and 3cm x 1cm in circumference. The wounds were cleaned with saline and a wound dressing was applied.